Event description:
Info received on 7/8/97 indicates an ams device was implanted, date not indicated. The entire device was removed from the pt on 6/6/97, reason not indicated. A malleable device was implanted. Ams has requested add'l info.